Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve information however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this unknown subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise. It was noted there was an upcoming electrode revision however no further information is available at this time. Additional information is being requested from the field. No additional adverse patient effects were reported.